Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. The probe had a mark contacted with the grasping section. The fracture surface of the probe showed that crack developed. The proximal side of the tissue pad was worn. The grasping section had a mark contacted with the probe. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
We received the following report. *during a total laparoscopic hysterectomy, three devices were used. Intraoperatively probe damage error (u504) occurred. After the error, the first device was activated twice. The probe of the first device was broken off and fell inside the patient. The doctors found the fragment with x-ray and removed it from the patient. The procedure was continued by exchanging the first device for the second device. Probe damage error (u504) occurred. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the second device. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the probe was broken off and the coating for electric insulation of the probe was partially missing. It was not reported that the fragment fell inside the patient. This is the report regarding the breakage of the probe and the missing of the probe coating.